Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection identified that the fluid was not flowing out the distal end of the device. A microscopic inspection determined that micro air bubbles were blocking the fluids path inside the lumen of the glass capillary. The reported condition was verified. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that seven days after the start of infusion, the device was "hardly emptied." The device was filled with 85ml of fluorouracil in glucose solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.